Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned monitor passed both isl (safety) and eit (performance) testing. Returned therapy cable failed inspection for cable damage. The reported service error code occurs when the power on self-test (post) detects a disconnection in one or more of the therapy cable squib wires used to deploy the gel. This is a wiring issue typically related to therapy cable damage. Cable damage/breakage due to field stress and usage is anticipated as an occasional occurrence. Will continue to trend for future occurrences.

Event description:
Patient called in to report unresolved unidentified service required error code. Troubleshooting unsuccessful. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.